Manufacturer narrative:
(B)(4). A partial lead measuring 62.0cm was returned in two segments for analysis. Internal insulation abrasion was noted at 8.0-9.8cm, 20.0-20.5cm, 30.5-31.5cm, and 42.0-43.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.